Event description:
Approximately 3 weeks ago, the patient experienced a return of symptoms; pain radiating from sacral area up entire spine, electrical sensation down left thigh, numbness, and burning all over. The pump volume was checked and the expected and actual residual volumes measured equally. Two dye studies were performed; no problems were found. The pump was refilled 2008, while the patient was in the hospital; the patient was good for approximately 50 minutes, then symptoms returned. The healthcare professional planned to do a myelogram to check for the presence of a granuloma. The pump was used to deliver dilaudid. In the same month, it was reported that the patient was doing well and the hcp felt that " it may be opioid induced hyperalgesia that was behind the whole thing".